Event description:
It was reported that the device showed a system error shortly after interrogation. The issue was resolved by reprogramming and clearing the stored egms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.